Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tension free vaginal tape ¿ obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: geburtsh frauenheilk 2014; 74: 63¿68; doi http://dx.doi.org/10.1055/s-0033-1351073. (B)(4).

Event description:
Title: "the effects of suburethral tape on the symptoms of overactive bladder." This prospective clinical longitudinal study aimed to improve clarity about the extent to which the individual, preoperative, existing symptoms of overactive bladder syndrome are alleviated or cured, and how the related quality of life is improved by the placement of a suburethral tape. Between jun2010 and jun2012, 53 patients with urge sensation, frequency (>8 episodes of micturition/day) and nocturia, with some also having the symptom of urge urinary incontinence underwent transobturator vaginal tape inside-out technique (tvt-o, ethicon). At 3 months after tape placement, of the patients with overactive bladder symptoms, 1 had worsened urinary frequency, 6 patients had worsened nocturia, and 3 patients had worsened urge urinary incontinence. Of the study population, 15 patients desired to have drug treatment for overactive bladder symptoms. In some cases, tape placement led to the worsening of a single symptom of overactive bladder symptom, but in no case did all measured variables worsen simultaneously. The implantation of a suburethral tape can statistically significantly improve not only stress incontinence, but also the often co-existing symptoms of overactive bladder syndrome.